Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. The first alarm was on (B)(6) 2014; blood glucose at the time was 160 mg/dl and the second alarm was on (B)(6) 2014 with blood glucose of 200 mg/dl. The customer stated he was in the process of giving a bolus and the insulin pump recommended 12 units and only delivered 5 units before receiving the motor error. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the displacement, rewind and basic occlusion tests. No motor error alarm noted. Motor passed the motor test. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.